Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. At implant, the estimated longevity was eight years. However, over a period of one month, the remaining longevity has decreased to four years. Technical services requested device data to perform an analysis on the battery. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.